Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the DHR identified no deviations or anomalies related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for the reported part and lot combinations. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision surgery one year post implantation for a small piece of floating bone. The poly was exchanged at that time as a best practice. There are no x-rays or photos of the explanted poly available. The surgeon said the poly was not damaged in any way and there was no fault with the implant.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: (B)(6) persona partial femur cemented size 7 left medial lot# 64948571. (B)(6) partial articular surface left medial size g 10 mm thickness lot# 64883397.